Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the rigid scope had loosening from the root of connecting section of light guide. The issue was found during setting up the device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: components failure of light-guide connector, internal lens is broken and components failure of internal lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.